Manufacturer narrative:
Date sent to the FDA: 07/13/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength = 2360 ¿g/m

Manufacturer narrative:
Product complaint # (B)(4).(B)(6). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the name of the procedure?, what was the procedure date? , what is the lot number? , in relation to needle, what is the approximate location of suture breakage?, what tissue was being approximated or sutured when it broke? .

Event description:
It was reported that the patient underwent an unknown robot-assisted procedure on unknown date and the barbed suture was used. During the surgery, the suture was broken during continuous suturing. Another type of suture was used to complete the procedure. There were no patient consequences reported. No further information is available.